Event description:
During routine protocol required angiographic analysis by the trial core lab, vessel spasm was noted after use of the orbital atherectomy device. The final angiographic morphology had no observation of spasm with timi flow 3. No adverse events or angiographic complications related to vessel spasm were reported by the treating physician.

Manufacturer narrative:
Adverse event problem: no patient code available: vessel spasm. In good faith, please note that due to a vendor system batch processing error, the individuals responsible for regulatory reporting at csi were not notified of this event, resulting in submission of this report outside of the 30 day due date. The vendor has identified the root cause of this error and corrective actions are being implemented. The reported device was not returned as there was no adverse event identified by the treating physician and the device was discarded per the hospital's procedures.  While inconclusive, there was no evidence that the visual observation of vessel spasm was the result of the use orbital atherectomy device or that it caused or contributed to an adverse event for this patient. Csi ID# (B)(4).

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4)

Event description:
It was reported that during a coronary orbital atherectomy procedure, a type d dissection occurred while using a csi orbital atherectomy device (oad). The target lesion was 22mm in length, 70% stenotic and was located in the mid right coronary artery (rca). The physician used a 6fr jr4 guide catheter and csi viperwire guide wire to access the lesion. The oad was loaded onto the guide wire and advanced to the site of the lesion. The physician performed four runs at low speed to treat the lesion. Post-atherectomy angiography revealed a type d dissection. The physician resolved the dissection and completed treatment of the lesion by deploying a stent and performing balloon angioplasty. The patient status remained stable throughout the procedure.